Event description:
It was reported that during a video assisted thoracotomy procedure, the device cut but did not staple on the 2nd firing. The surgeon encountered a lot of bleeding and converted to an open procedure.